Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described needle broken, device fragment embedded, and discomfort with suspected device henry schein premium needle 30ga short in a 70-year-old female patient who came to the dental office for treatment for extractions of two teeth as well as treatment for another tooth that included post placement, core buildup, and crown impression. During administration of one carpule of local anesthetic 2% lidocaine with 1:100k epinephrine for a left inferior alveolar nerve block, the needle fractured within the buccal mucosa of the patient. Initial retrieval of the needle was unsuccessful so patient was immediately referred to a local oral surgery office for retrieval of the fractured needle (treatment was stopped because of risk of further migration of the needle). The patient was recommended to continue treatment under general sedation for patient safety. Patient was also beginning to feel uncomfortable and could not tolerate continuing treatment. The treatment was decided to be planed again but the patient couldn't be reached. According to this sister, the patient was admitted to hospital. Pending quality investigations report, no root cause can be identified and device defect cannot be excluded. Use error/abnormal use cannot be excluded neither. Based on the preliminary analysis, pending quality investigation, no CAPA is required. ------------------------- manufacturer's final comments: the defective incriminated device wasn't returned for investigation. No non-used sample was received for this complaint. The following tests were performed on sofic retention samples: bending test, mechanical tensile strength (breaking strength) test. All tested needles did comply with the specifications. No quality issues were detected on the products from this batch during testing. In the absence of defect during investigation and tests, the root cause of the reported issue could not be determined and use error/abnormal use cannot be excluded. Without product quality defect confirmed that could lead to the claimed defect and undetermined root cause, no specific corrective action will be implemented. Without product quality defect confirmed that could lead to the claimed defect and undetermined root cause, no specific corrective action will be implemented. Use error/abnormal use cannot be excluded. The risk of cannula breakage and needle embedded is already covered in the risk table of ar009 04. However, to identify the risk, further information is needed in the case. The reported issue is evaluated with low occurrence given the total quantity sold for this batch and is considered as isolated.

Event description:
Spontaneous report from the united states. Local reference: (B)(4). Quality complaint was opened: references # (B)(4). This initial serious case report was received on 07-may-2024 from the FDA via the manufacturer by email. Follow-up #1 was received on 21-jun-2024 from quality department. All information were processed together. The report described needle broken, device fragment embedded, and discomfort with suspected device henry schein premium needle 30ga short in a 70-year-old female patient with an unspecified medical history. No further information was available regarding the patient. The patient came to the dental office for treatment for: extractions of two teeth as well as treatment for another tooth that included post placement, core buildup, and crown impression. On 16-apr-2024, during administration of one carpule of local anesthetic 2% lidocaine with 1:100k epinephrine for a left inferior alveolar nerve block, the needle fractured within the buccal mucosa of the patient. The incident happened sometime around 2:15 pm to 2:30 pm. Initial retrieval of the needle was unsuccessful so patient was immediately referred to a local oral surgery office for retrieval of the fractured needle. The patient was escorted by an office assistant to the oral surgery office around 2:40 pm with a bite block in place. Treatment at the oral surgeon's office to retrieve the needle piece continued until about 5:00 pm. Retrieval of the needle had not yet been completed. Treatment was stopped because of risk of further migration of the needle. The patient was recommended to continue treatment under general sedation for patient safety. Patient was also beginning to feel uncomfortable and could not tolerate continuing treatment. Patient was advised that further communications would be made to help patient to schedule for retrieval of the needle in an operating room setting. The patient was called again by both offices next morning to follow up with the patient, but that the patient could not be reached. The patient's emergency contact was called (sister). The patient's sister indicated that the patient was admitted to a hospital. Other information of product: batch: #f11955aa, expiry date: 31-dec-2027. This case is considered serious as it retrieved the following seriousness criteria: hospitalisation or prolongation of existing hospitalisation and required intervention to prevent permanent impairment/damage. ========================== fup #1: received quality investigation report. --------------------- manufacturer's preliminary comments: based on the first information available, the report described needle broken, device fragment embedded, and discomfort with suspected device henry schein premium needle 30ga short in a 70-year-old female patient who came to the dental office for treatment for extractions of two teeth as well as treatment for another tooth that included post placement, core buildup, and crown impression. During administration of one carpule of local anesthetic 2% lidocaine with 1:100k epinephrine for a left inferior alveolar nerve block, the needle fractured within the buccal mucosa of the patient. Initial retrieval of the needle was unsuccessful so patient was immediately referred to a local oral surgery office for retrieval of the fractured needle (treatment was stopped because of risk of further migration of the needle). The patient was recommended to continue treatment under general sedation for patient safety. Patient was also beginning to feel uncomfortable and could not tolerate continuing treatment. The treatment was decided to be planed again but the patient couldn't be reached. According to this sister, the patient was admitted to hospital. Pending quality investigations report, no root cause can be identified and device defect cannot be excluded. Use error/abnormal use cannot be excluded neither. Based on the preliminary analysis, pending quality investigation, no CAPA is required. ------------------------- manufacturer's final comments: the defective incriminated device wasn't returned for investigation. No non-used sample was received for this complaint. The following tests were performed on sofic retention samples: bending test, mechanical tensile strength (breaking strength) test. All tested needles did comply with the specifications. No quality issues were detected on the products from this batch during testing. In the absence of defect during investigation and tests, the root cause of the reported issue could not be determined and use error/abnormal use cannot be excluded. Without product quality defect confirmed that could lead to the claimed defect and undetermined root cause, no specific corrective action will be implemented. Without product quality defect confirmed that could lead to the claimed defect and undetermined root cause, no specific corrective action will be implemented. Use error/abnormal use cannot be excluded. The risk of cannula breakage and needle embedded is already covered in the risk table of ar009 04. However, to identify the risk, further information is needed in the case. The reported issue is evaluated with low occurrence given the total quantity sold for this batch and is considered as isolated.

Event description:
MFR report #: us-septodont-2024018625 / 3002987375-2024-00006 #1: needle broken v27.0 (the needle fractured within the buccal mucosa): from 16-apr-2024 to - serious - unknown #2: device fragment embedded v27.0 (the needle fractured within the buccal mucosa): from 16-apr-2024 to - serious - unknown #3: discomfort v27.0 (patient was also beginning to feel uncomfortable): from 16-apr-2024 to - not serious - unknown spontaneous report from the united states. Local reference: (B)(4). Quality complaint was opened: references #(B)(4). This initial serious case report was received on 07-may-2024 from the FDA via the manufacturer by email. The report described needle broken, device fragment embedded, and discomfort with suspected device henry schein premium needle 30ga short in a 70-year-old female patient with an unspecified medical history. No further information was available regarding the patient. The patient came to the dental office for treatment for: extractions of two teeth as well as treatment for another tooth that included post placement, core buildup, and crown impression. On 16-apr-2024, during administration of one carpule of local anesthetic 2% lidocaine with 1:100k epinephrine for a left inferior alveolar nerve block, the needle fractured within the buccal mucosa of the patient. The incident happened sometime around 2:15 pm to 2:30 pm. Initial retrieval of the needle was unsuccessful so patient was immediately referred to a local oral surgery office for retrieval of the fractured needle. The patient was escorted by an office assistant to the oral surgery office around 2:40 pm with a bite block in place. Treatment at the oral surgeon's office to retrieve the needle piece continued until about 5:00 pm. Retrieval of the needle had not yet been completed. Treatment was stopped because of risk of further migration of the needle. The patient was recommended to continue treatment under general sedation for patient safety. Patient was also beginning to feel uncomfortable and could not tolerate continuing treatment. Patient was advised that further communications would be made to help patient to schedule for retrieval of the needle in an operating room setting. The patient was called again by both offices next morning to follow up with the patient, but that the patient could not be reached. The patient's emergency contact was called (sister). The patient's sister indicated that the patient was admitted to a hospital. Other information of product: batch: #f11955aa, expiry date: 31-dec-2027. This case is considered serious as it retrieved the following seriousness criteria: hospitalisation or prolongation of existing hospitalisation and required intervention to prevent permanent impairment/damage. **************************************************** manufacturer's preliminary comments: based on the first information available, the report described needle broken, device fragment embedded, and discomfort with suspected device henry schein premium needle 30ga short in a 70-year-old female patient who came to the dental office for treatment for extractions of two teeth as well as treatment for another tooth that included post placement, core buildup, and crown impression. During administration of one carpule of local anesthetic 2% lidocaine with 1:100k epinephrine for a left inferior alveolar nerve block, the needle fractured within the buccal mucosa of the patient. Initial retrieval of the needle was unsuccessful so patient was immediately referred to a local oral surgery office for retrieval of the fractured needle (treatment was stopped because of risk of further migration of the needle). The patient was recommended to continue treatment under general sedation for patient safety. Patient was also beginning to feel uncomfortable and could not tolerate continuing treatment. The treatment was decided to be planed again but the patient couldn't be reached. According to this sister, the patient was admitted to hospital. Pending quality investigations report, no root cause can be identified and device defect cannot be excluded. Use error/abnormal use cannot be excluded neither.

Manufacturer narrative:
Reprocessed: unk